Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient stated on (B)(6) 2020, they developed a skin reaction associated with the sensor adhesive. When the sensor was removed, a small painful red bump with swelling was under the patch. The patient stated the bump appeared to be infected and consulted with a healthcare personnel (hcp) who prescribed an antibiotic. No additional patient or event information is available.